Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient was not a candidate for chemo or radiation as has received radiation three prior times for recurrent adenocarcinoma of rul. The patient was referred for hospice /palliative care and died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure. If additional information is obtained a follow-up report will be submitted.